Event description:
The pt called lifescan and alleged the one touch ultra meter was reading inaccurate control high. The control reading was 130 and 130 (93-125). The pt tested with a new vial of test strips and the control range was within specifications. The pt reported blood glucose results of 179mg/dl and 177 mg/dl. No symptoms of high or low blood glucose were reported. The pt contacted a medical professional for advice and the pt's oral diabetic medication was increased. The incident is reported as a product malfunction due to the control test failing. The test strips and control solution were replaced and return is expected.